Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. . Unable to verify e70 alarmed a35 alarm due to a motor error alarm. After programing the bolus wizard, the b button was pressed, enter blood glucose appeared and functioned properly. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has broken battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, when presses the b button the device goes into the set bolus instead of enter blood glucose and the insulin pump had alarmed motor. Customer's blood glucose was 127 mg/dl. Troubleshooting was performed for motor error. Device alarmed during bolus delivery. Motor position encoder error and motion sensor test failure alarms were noted in the device alarm history file. Customer doesn't use sensor feature and was able to complete rewind process. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis. Troubleshooting for other alarms wasn't completed due to device being replaced for motor error alarm.